Event description:
It was reported that during the implant procedure the physician attempted to connect a competitor lead to the ICD. The connector pin was unable to be inserted into the header. The device was replaced.

Manufacturer narrative:
The reported field event of an inability to insert the lead into the header was confirmed in the laboratory. Visual inspection identified excess epoxy in the atrial ring contact spring. It is believed that the excess epoxy prevented the lead from fully inserting into the header.